Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure occurred. It was also noted that the iab did not inflate/ deflate properly while in "auto" mode. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure occurred. The console generated gas loss alarm. It was also noted that the iab did not inflate/ deflate properly while in "auto" mode. There was no patient harm or adverse event reported.

Manufacturer narrative:
Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the. Two kinks were found on the catheter tubing near the y-fitting approximately 74.9cm and 75.9cm from the iab tip. The extender tubing was also returned. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated and deflated after adjusting the pump from auto to semi auto. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported gas loss alarm and fiber optic sensor failure cannot be confirmed by the evaluation. The iab was able to be pumped under normal conditions after adjusting the inflation and deflation times in semi auto. The condition of the iab as received indicated kinks in the catheter tubing. We are unable to determine when the kinks occurred, however the kinks found on the catheter tubing of the returned device initiated the operator to adjust the pump from auto to semi auto on the pump to achieve normal inflation and deflation on the pump. The evaluation confirmed the reported difficult inflation and deflation of the iab. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).